Event description:
A tandem mobi cartridge alarm was reported by the caller, and the issue occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use a backup insulin pump and was sent a replacement pump. Technical support confirmed the shipping address, and the customer was advised on how to manage the pump's storage mode and the return process for the faulty pump. The warranty of the pump was confirmed to be in effect.